Event description:
A caller reported a cartridge alarm 20 on their pump, with no previous reports of such an alarm occurring with this pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the alarms with consecutive cartridges and decided to replace the pump, despite it being out of warranty, and a loaner pump was sent to the customer as part of the resolution. However, the replacement pump was initially sent to the wrong address, and efforts were underway to correct this error.